Event description:
The patient reported that she was hospitalized with ketoacidosis and sickness. She also stated that she gave herself a bolus of insulin but looking in the pdm there was no bolus registered in the history. She did not provide any further information regarding the hospitalization or her treatment.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.